Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Insulin squirted out during manual prime. The drive support cap is damaged. Nothing further reported.

Manufacturer narrative:
Unable to prime the insulin pump during prime test due to loose/flush drive support disk. No prime alarms noted. The insulin pump received with cracked case at display window corners, reservoir tube, battery tube threads, minor scratches on display window and missing end cap sticker.